Event description:
Customer called to report high blood glucose. The blood glucose reading is 469 mg/dl. Customer has treated with insulin pump. Customer stated that a hospitalization occurred due to high blood glucose. The blood glucose reading at the time of the event was 469 mg/dl. Customer was treated with novolog. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.